Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy evo device. There was no serious patient harm or injury that occurred or was reported. During evaluation of the trilogy evo at the third-party service center, the device failed the active exhalation verification test step. The third-party service technician evaluated and found that the proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the internal batter pack was replaced because evaluation required it to be replaced for this device. This was unrelated to the reportable issue. The air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.